Manufacturer narrative:
Details of complaint: the customer reported that last night around 2:15am est time all gz's went into comm loss for about 6 minutes. Currently all gz's are up and running, but the customer wants someone to log on into the server to find out the cause for the gz's going into comm loss. Chesapeake just went live and all the 122 gz's that were recently installed had the issue reported occur. The comm loss appeared in all the cns's and rns's that were monitoring these tele devices. Technical service (ts) explained to the customer that not much was found in the logs, all they were able to observed is that the gz's got disconnected. Ts was not able to identified the root cause of the reported problem. The problem has resolved itself; however, an agreement was made that next time the issue happens, the customer will call nka tech support right away. There was no patient injury reported. Investigation summary: the root cause of the issue cannot be determined as the issue resolved itself and no further information could be obtained. The cits team confirmed that the logs did show that there was a comm loss, but the root cause could not be determined. The customer was notified that next time something like this happens, the ts team should be called right away. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitters: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni. Manufacturer references # 300240786-102309 follow up 001.

Event description:
The customer reported that last night around 2:15am est time all gz's went into comm loss for about 6 minutes. There was no patient injury reported.

Manufacturer narrative:
The customer reported that last night around 2:15am est time all gz's went into comm loss for about 6 minutes. Currently all gz's are up and running, but the customer wants someone to log on into the server to find out the cause for the gz's going into comm loss. Chesapeake just went live and all the 122 gz's that were recently installed had the issue reported occur. The comm loss appeared in all the cns's and rns's that were monitoring these tele devices. Technical service (ts) explained to the customer that not much was found in the logs, all they were able to observed is that the gz's got disconnected. Ts was not able to identified the root cause of the reported problem. The problem has resolved itself; however, an agreement was made that next time the issue happens, the customer will call nka tech support right away. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Concomitant medical device: the following device was used in conjunction with the cns: gz transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that last night around 2:15am est time all gz's went into comm loss for about 6 minutes. There was no patient injury reported.